Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight and an extended opening on the posterior side. A microscopic analysis was performed which identified a sharp opening with stress marks near the opening site; this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp opening on the posterior side assessed as surgical impact.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device has been explanted.